Manufacturer narrative:
Patient weight is unavailable from the facility.

Event description:
It was reported that during a lead extraction procedure to remove two cardiac leads (ra and rv), an injury to the junction of the superior vena cava (svc) and innominate vessel occurred. Reportedly, both leads were prepped with cook liberator devices and the procedure began with the successful removal of the ra lead with a 12f glidelight device. Next, removal of the rv lead was attempted with a 14f glidelight device. Progress was made down the lead nearly until the svc/ra junction, when blood pressure dropped. A sternotomy was performed to successfully repair a perforation to the ra. At this point, the rv lead was extracted using a 16f glidelight device, although a second injury was found at the innominate/svc junction. The bleeding was stopped using pack and the chest was closed.